Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that three of the sites ratchet handles have the top silver piece missing. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: analysis on the returned ratcheting handle resulted in a physical damage failure found through visual and physical examination. Analysis states that the end cap has been broken and missing. If information is provided in the future, a supplemental report will be issued.